Event description:
Pt was hospitalized for hypoglycemia. Pt reports "blacked out and hit head". Pt reports blood sugar was 18. Suspect device was being worn at the time. No further info is available at the time of this report. Device was not returned for evaluation.